Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a constant 'door not fully latched' message caused by a loose upper link screw. The failed screws were replaced.

Event description:
It was reported that a spectrum pump experienced a door latch error. It was also reported that there was no patient injury.